Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 20 mmol/l at the time of incident. Customer was passed out. Customer was treated with intravenous dextrose. Based on customer report customer did allege that the insulin pump was over delivering. The customer was wearing the insulin pump within 48 hours of low blood glucose event. The insulin pump and reservoir will be returned for analysis.